Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent high glucose readings while using the ilet with an fsl3+ sensor, with on-screen indication of ¿high¿ and blood glucose over 400 for approximately two weeks after a lapse in supplies and a recent change in insulin type; the ilet displayed a prompt to stop sensor, but support confirmed the sensor was connected and reading above the numerical range. Symptoms included hyperglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem or component and no findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.